Event description:
It was reported white cannula possibly causes a "bend" in this catheter, causing resistance, which impairs the flow of the infusion. It was started it may be causing obstruction. No other information was provided. Additional information: due to loss of the catheter due to obstruction, a new procedure had to be performed, being another invasive process for the patient, with risk of infection. After obstruction of the catheter in a patient with difficult venous access, a procedure called phlebotomy had to be performed. Every PICC pass involves x-ray and the use of contrast to visualize its location. Parenteral nutrition, vasoactive drugs, antibiotics, sedation, etc. Were being administered to this catheter.

Event description:
It was reported white cannula possibly causes a "bend" in this catheter, causing resistance, which impairs the flow of the infusion. It was started it may be causing obstruction. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause remains unknown. Three photos of a 2 fr perqcath catheter were provided for evaluation. The first image shows the catheter inserted within a patient¿s neck region. A slight bend in the catheter is noted at the proximal region extending past the over-sleeve the second and third photos are of the kit tray packaging. The product label information indicates lot: redx2308. Since a kink in the catheter appeared to be present and may have affected the infusion patency, the complaint is confirmed but the exact cause remains unknown. Based on the information provided, possible contributing factors include placement location and securement method.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2308 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx2308) have been reported from the same facility in (B)(6).

Event description:
It was reported white cannula possibly causes a "bend" in this catheter, causing resistance, which impairs the flow of the infusion. It was started it may be causing obstruction. No other information was provided.